Event description:
The user facility reported that the angio-seal sheath was observed to have a crack upon insertion of the dilator during an left heart catheterization (lhc) procedure. Additional information was received on 06 sep 2024: the device was not used on the patient. Additional information was received on 19 sep 2024: it appears the device was stored in a pyxis system. The customer was informed that the device should be stored out of direct light.

Manufacturer narrative:
E3: occupation: lead tech. The actual device is not available for return; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for improper device storage. The exact root cause cannot be determined. The likely cause was determined to have been sheath breakage due to light exposure as the device was stored improperly. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).